Event description:
The customer stated a falsely elevated result was generated on the architect ca 19-9 xr assay. A patient generated an initial architect ca 19-9 xr result of 110.2 u/ml but upon repeat, the result was 11.14 u/ml. The laboratory's reference range is 0 - 37 u/ml. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was determined to be the architect i1000sr analyzer, list # 1l86-01. The results of the evaluation will be documented under manufacturer report # 1628664-2012-00458.